Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) overlay to the screen is cracked. Floppy disk door will not close. Printer drawer is missing a latch. Hinge plate screws and stylus missing.

Event description:
It was reported the screen is cracked. It was also reported the floppy disk door will not close and the printer door needs to be fixed. The programmer was returned for repair. No patient involvement was reported.